Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 168 mg/dl. The customer showed e70 in the alarm history. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime alarm during basic occlusion test due to faulty force sensor. The insulin pump was unable to verify motor error alarm or alarm due to prime alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.